Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. There was high threshold and loss of capture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.